Event description:
It was reported that balloon rupture and stent expansion failure occurred. The patient experienced may thurner syndrome. The 59% stenosed target lesion with around 5mm diameter was located in the mildly tortuous and compressed calcified distal external iliac vein. A 16x4x75 xxl esophageal balloon catheter was used to expand the wallstent in the common and external iliac vein. The stent was fully re-constrained; however, the wallstent did not expand sufficiently and in addition, a 12.0mm x 40mm x 75cm athletis balloon catheter was used. But during second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed with no fragments left inside the patient and the procedure was completed with another of same athletis balloon. No patient complications were reported.